Event description:
It was reported that the patient's pulse generator had incorrectly recorded impedance reading as high, one day after implant. The device was reinterrogated, and parameters were revealed as normal. The patient was in stable condition.